Event description:
The customer reported to olympus that the tc-l compact trolley set 1 had the back castor break and the shaft came apart. There was no patient harm associated with the event.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no investigation performed. Olympus will continue to monitor field performance for this device.